Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat pancreatitis during a procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was deployed in the scope; however, the second flange got stuck. The stent was removed together with the scope and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: an axios stent was returned for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed and expanded. The reported events of stent first flange difficult to position and entrapment of device or device component cannot be confirmed as these occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. In addition, only the axios stent was returned, and it was fully expanded and deployed. Therefore, the overall root cause of the reported events is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat pancreatitis during a procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was deployed in the scope; however, the second flange got stuck. The stent was removed together with the scope and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.